Event description:
It was reported that during a gastric bypass procedure with an excel trocar, the instruments were bending. When torquing with one of the instruments the trocar broke inside the pt. Pulled trocar out and it was almost all broken off but it was still in one piece. Pulled new trocar to complete procedure. No pt consequence.